Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the touch screen did not work and additionally noted that the programmer was returned without a stylus but when a replacement stylus was used a deviation was observed in the left upper side of the screen. Errors were found in the log files and the lower display hinge plate was broken. The device was cleaned, the replacement stylus was calibrated, the xy board and the lower display hinge plate were replaced and new software was installed. The device then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen did not work. The programmer has not been received into service. There was no patient involvement.